Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for one episode of atrial fibrillation (af). As result, this device delivered 2 burst of anti-tachycardia pacing (atp) and 7 shocks which later resulted in therapy exhaustion. Technical services (ts) reviewed the reports with the clinician. The device was reprogrammed a day after the event. This device remains in service. No additional adverse patient effects were reported.